Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges severe pain, discomfort and severe metallosis.

Manufacturer narrative:
(B)(4).

Event description:
Update aug 21, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges bilateral numbness and reduction in ambulatory function. After review of medical records, there is no new information. Updated part/lot information. This complaint was updated on aug 28, 2017.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.